Manufacturer narrative:
Investigation summary: investigation summary: customer returned (1) 1cc syringe in an open poly bag for 1cc, 6mm, 31g syringes from lot # 6095693. Customer states that the needles are of different sizes and the back cover and front cover are loose. The returned syringe was examined and exhibited both the plunger cap and shield to be securely on the barrel. The syringe was also tested for cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿) and cannula length (specs: range of 6mm cannula length: 0.187¿-0.281¿). The od was measured as 0.0101¿ and the cannula length was measured as 0.224¿, both of which fall within specifications. A review of the device history record was completed for batch# 6095693. All inspections were performed per the applicable operations qc specifications. There were six (6) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received, the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated. Failure: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported by the consumer that the package of bd ultra-fine¿ insulin syringe needles "seem to be a different size. In 1 pack, some time back cover and some time front cover is in improper position (loose)" found duhring use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the needle shield, and plunger cap are both loose on the bd ultra-fine¿ insulin syringe. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
MDR ownership: short description: pr# (B)(4), sterile breach (06/13). Describe event or problem: it was reported by the consumer that the needle shield, and plunger cap are both loose on the bd ultra-fine¿ insulin syringe. Found during use. No reports of serious injury or medical intervention noted.